Manufacturer narrative:
Correction: d4: model #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "improper shut down while medication was infusing" was not reproduced. The device was tested with the customer's battery and power adapter and functioned as intended. A review of the event history log revealed ¿improper shutdown!¿ message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shut down while medication was infusing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.